Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the secondary tubing set separated and leaked at the drip chamber during an antibiotic administration. Although the antibiotic medication bag had to be replaced, there was no harm caused to the patient from the event.

Manufacturer narrative:
Concomitant medical product: 200ml IV bag of ciprofloxacin lot: 70784 exp: december 2020, made by sandoz. The customer¿s complaint of tubing separated and leaked at drip chamber was confirmed. During visual inspection, it was noted that the pvc tubing was completely separated from the drip chamber outlet port. Dimensional analysis was within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to no solvent being applied at the junction of the pvc tubing.

Event description:
The customer reported that the secondary tubing set separated and leaked at the drip chamber during an antibiotic administration. Although the antibiotic medication bag had to be replaced, there was no harm caused to the patient from the event.